Manufacturer narrative:
(B)(4). Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for gate stub with the incident lot was observed. Additionally, evaluation of the customer samples was performed and gate stub was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product

Event description:
It was reported before use the bd vacutainer® edta 2k had molding defect sharp protrusions. The following information was provided by the initial reporter: the customer noticed "a protruding object was found on a tube."